Event description:
The customer reported that they saw sparks coming from their epoc power supply. The customer discarded the power supply and replaced it with a new one. There is no report of injury due to this event.

Manufacturer narrative:
The customer discarded the power supply and therefore it is unavailable for further investigation. Siemens requested photos of the power supply however, the customer had already discarded the power supply. No further investigation is possible. The cause of this event is unknown.